Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3100 scissors did not work. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The occurrence date is unknown.